Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the staples were malformed at the fourth firing. Another device was used to complete the case. There were no adverse consequences to the pt. The doctor commented that the firing had been completed without any problem till the third firing. Although there was no difficulty in grasping the closing lever at the fourth firing, the firing trigger felt too heavy. When the doctor grasped the firing trigger as-is, the staples were malformed and the tissue was uncut.